Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; stylus did not align with the cursor on the touch screen. Overlay/bezel assembly found out of electrical specification. Analysis also found the system fan was noisy and the stylus tip was loose but still functional. (B)(4).

Event description:
It was reported that the programmer would not calibrate the stylus touch-pen. Calibration was attempted multiple times using both the old stylus and a new stylus, but would still not improve the touch accuracy on the programmer. The programmer has been returned for repair. No patient complications have been reported as a result of this event.